Manufacturer narrative:
(B)(4).

Event description:
It was reported that while physician was attempting to use reef hp the balloon ruptured. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Additional information received reported that the lesion was located in the atherio venous fistula and exhibited little calcification evaluation summary: traces of dried radio opaque solution were detected into the balloon and inflation line. Several attempts were made to inflate the balloon in order to solve the radio opaque solution. The balloon was inflated at 8 bar and no leakage detected. The pressure was increased till the 12 bar and no leakage detected. The balloon was deflated and inflated again for 15 minutes, however no leakage detected. No defecst were found on the returned device. (B)(4).